Manufacturer narrative:
The device was further evaluated by physio control. The root cause of reported failure could not be established.

Event description:
The customer contacted physio control to report that their device was showing a wrench icon in its readiness indicator. During the initial device evaluation physio control observed that the device had logged an event code in its memory which is an indication that defibrillation therapy may not be able to be delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the customer device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device was showing a wrench icon in its readiness indicator. During the initial device evaluation physio control observed that the device had logged an event code in its memory which is an indication that defibrillation therapy may not be able to be delivered. There was no patient use associated with the reported event.